Manufacturer narrative:
The reported events of stylet could not be removed and connector pin detached were confirmed by analysis. Final analysis found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage. Analysis also found that the stylet coating was bunched up/clogged with the inner coil distal to the connector pin. This anomaly was due to bunching up of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.

Event description:
It was reported that the patient presented at the clinic for an implant procedure. The physician encountered difficulty in removing the stylet from the left ventricular (lv) lead. Although the stylet was eventually removed, the connector pin of the lv lead detached. Consequently, the procedure was completed using an alternate lead on (B)(6) 2024. The patient's condition was stable.